Event description:
It was reported the de novo lesion was located in the right coronary artery (rca) and was accessed using a non abbott guide wire. A multi-link vision 3.5 x 18mm stent was used for direct stenting. The multi-link vision stent was deployed at 12 atm and the balloon ruptured and a dissection occurred. The dissection required treatment with an additional multi-link vision 4.0 x 15 to cover and treat the dissection. The additional stent used was not a planned stenting and was used solely for treatment of the dissection. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. No predilatation.